Event description:
Infection of device treated sites and adjacent autograft sites of a pt with a 39.5% total body surface area burn was reported. Site cultures and blood cultures tested positive for the same organisms. The pt was treated for early sepsis with antibiotics. The device was removed and replaced with autograft. It was reported that the pt is doing well, is off antibiotics and has no further signs of infections. The hospital's standard operating procedure is to excise the burn one day and graft (device or autograft) 24 hours later. The precaution section of the device instructions for use states that the device should be applied on the day of excision. Delaying the application may substantially impair the take of the material. The hospital has treated other pts, both with the device and without using the same technique used with this pt and have been successful.